Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has not been able to recharge beyond a half since about a year ago. They report having 8 coupling bars. The approximate time to recharge the implant and wireless recharger (wr) replacement process was reviewed. The patient was redirected to their healthcare provider to further address the issue. No patient symptoms were reported.